Manufacturer narrative:
H6. Evaluation codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Lot number, expiration date, UDI, and h4. Manufacture date are unknown; no information has been provided to date. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a lot of difficulty with the sq site, and it would not last longer than 2 weeks without leaking and falling out. The site was always extremely painful, and patient got a rash like redness around the dressing. A couple of sites were tried on the arm, but this caused a huge knot in the patient¿s skin. The patient's site also leaked orange drainage after being inserted for one week causing more skin irritation. The patient had frequent site changes and slow healing from old sites. There was patient involvement and patient harm/adverse event reported.